Manufacturer narrative:
Corrected information: section b5 - the "need for a second transcatheter valve" adverse event was inadvertently not included in the initial report. Section h6 (additional codes) - annex f code updated to capture the "need for a second transcatheter valve" adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Other adverse events that occurred were described as follows: need for a second transcatheter valve, unplanned percutaneous coronary intervention due to recurrent angina, acute coronary syndrome, or coronary occlusion after tavi; stroke (disabling or not disabling); myocardial infarction; permanent pacemaker implantation; new onset left bundle branch block; new onset atrial fibrillation; bleeding (minor, major, or life-threatening); vascular complication (minor or major); acute kidney injury; paravalvular regurgitation (trivial, mild, or moderate/severe); and rehospitalization for heart failure.

Manufacturer narrative:
Citation: costa g, pilgrim t, amat santos ij, et al. Management of myocardial revascularization in patients with stable coronary artery disease undergoing transcatheter aortic valve implantation. Circ cardiovasc interv. 2022;15(12):e012417. Doi:10.1161/circinterve ntions.122.012417 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding the management of myocardial revascularization in patients with stable coronary artery disease und ergoing transcatheter aortic valve implantation (tavi). Medtronic (corevalve = 47, evolut r/pro/pro+ = 493) and non-medtronic (n = 774) valve types were used in the study. The authors observed 2-year all-cause death rates of 21.6% and 18.2% for patients with complete and incomplete myocardial revascularization, respectively. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred were described as follows: unplanned percutaneous coronary intervention due to recurrent angina, acute coronary syndrome, or coronary occlusion after tavi; stroke (disabling or not disabling); myocardial infarction; permanent pacemaker implantation; new onset left bundle branch block; new onset atrial fibrillation; bleeding (minor, major, or life-threatening); vascular complication (minor or major); acute kidney injury; paravalvular regurgitation (trivial, mild, or moderate/severe); and rehospitalization for heart failure. No additional adverse patient effects were noted.